Event description:
The pt reportedly was unable to get a result on the meter. The meter allegedly was prompting "not enough blood". There was no result obtained from the meter. There was no result documented from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. The issue was not resolved with the ccr. No further info has been reported.